Event description:
Device 4 of 5. Reference MFR report#: 1627487-2013-22091, 22092, 22093, 22095. The pt has 6 leads (two are from the same lot). The pt has a scs system for off label use. It was reported the pt was experiencing scabbing and redness near the lead site. As a result, the pt underwent a revision of one of the superorbital lead. During the procedure, one of the pt's leads was rerouted and the remaining portion was left in the pt. Follow up revealed the revision resolved the pt's issue (s).

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.